Manufacturer narrative:
Concomitant medical products: d224trk device, implanted: (B)(6) 2011; 1888tc-46 lead, implanted: (B)(6) 2011. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend of the lv pacing lead was rising, and that the capture threshold in the left ventricle was high. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a year and a half prior, the left ventricular (lv) lead exhibited a gradual rise in pacing threshold value with a corresponding rise in pacing impedance to high values. It was noted the lv lead had then triggered a lead warning and intermittent loss of capture was suspected. The lv tip to right ventricular (rv) coil configuration and lv tip to lv ring configuration yielded high impedance values, however, there were acceptable lead impedance and capture thresholds in lv ring to rv coil configuration. The configuration was reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.